Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage to keypad traces. The insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 133 mg/dl. Customer did not recall any significant events that could have caused the alarm. Customer was advised to revert to discontinue use of the alarm and to revert to back up plan. No further information reported.